Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. Upon explant, fluid loss was noted; however, its source was not detailed. There were no patient complications.